Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -7.5 diopter implantable collamer lens into the patient's right eye (od). The surgeon reports residual refractive error which had to be corrected with lasik.